Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not booting up. The rse reviewed the logfile and confirmed that the boot process of the host pc had failed, and cold restart didn¿t resolve the issue. The fse visited onsite and carried out maintenance for host pc and image processing computer then the customer pressed the switch-on button on the host pc, which resolved the start-up issue. After this, the reported issue didn¿t reoccur, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system does not startup. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.